Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that false af episode due to premature ventricular contractions was observed. Patient will be called in clinic for device upgrade. No patient symptoms were reported. Further information was requested and not received yet.